Event description:
It was reported a travel coarse clutch plunger lever error occurred. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. D10: device available for evaluation: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found crack on the right plunger case. There was evidence of the reported problem (error) recorded in the event history log. The customer reported problem was not duplicated during testing and the investigation was unable to determine the intermittent of the error. It was recommended that the lead screw and both clutch halves be replaced as preventive measure. The root cause of reported problem was unknown. No fault was found with the device a manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: correction: d4: model number: 4000.